Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Mother called on behalf of the customer. The customer is concerned with test results from results obtained of 272, 274, 296, 177 and 180 mg/dl. The customer¿s expected am fasting blood glucose test result is 150 mg/dl, expected pm fasting range is 220 mg/dl. The customer felt well and did not report any symptoms. Customer reported that he went to the hospital several times due to the blood glucose test results obtained. Customer was in the hospital two months ago and did not recall the exact date. Customer obtained a blood glucose test result of 500 mg/dl non-fasting using the truemetrix meter and had expected 170-180 mg/dl non-fasting. Customer did not recall his blood glucose test result when at the hospital. The diagnosis was hyperglycemia and customer was given IV fluids and was admitted overnight. No changes to customer's medical treatment plan were recommended. During the call, a back to back blood test was performed by the customer fasting and produced test results of 111 mg/dl and 99 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/16/2021 and open vial date is 05/14/2020. The meter memory was reviewed for previous test result history: (B)(6).